Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient, coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). In (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. In (B)(6) 2011, the patient began remedial treatment with gentamicin and ciprofloxacin. At the time of the report, the peritonitis was ongoing and improved. Dianeal therapy was ongoing, as was remedial treatment with gentamicin and ciprofloxacin. The nurse stated that the peritonitis was not related to the dianeal solution.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k, however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h10k12043, h11c03013 and h11d12038 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.